Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and pelvic pain ("pain pelvic"). In (B)(6) 2006, the patient experienced urticaria ("rashes or skin conditions type: hives & acne breakouts"), acne ("rashes or skin conditions type: hives & acne breakouts") and nausea ("nausea"). In (B)(6) 2006, the patient experienced anxiety ("anxiety") and depression ("depression") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In (B)(6) 2006, the patient experienced alopecia ("hair loss"). In (B)(6) 2006, the patient experienced mood swings ("hormonal changes describe: bloating & mood swings"). On an unknown date, the patient experienced abdominal distension ("hormonal changes describe: bloating & mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches") and tooth disorder ("dental problems"). The patient was treated with surgery (supracervical hysterectomy (uterus only) and surgical removal of coils). Essure (ess205) was removed in (B)(6) 2006. At the time of the report, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the abdominal distension, mood swings, dysgeusia, anxiety, depression, urticaria, acne, migraine, tooth disorder, weight decreased, alopecia, pelvic pain and nausea outcome was unknown. The reporter considered abdominal distension, acne, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: current weight: 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received: events: pelvic pain, nausea were added. Event onset date, outcome were added. Reporters, patient demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes describe: bloating & mood swings"), mood swings ("hormonal changes describe: bloating & mood swings"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), anxiety ("anxiety"), depression ("depression"), urticaria ("rashes or skin conditions type: hives & acne breakouts"), acne ("rashes or skin conditions type: hives & acne breakouts"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure (ess205) was removed in 2006. At the time of the report, the vaginal haemorrhage, menorrhagia, abdominal distension, mood swings, dysgeusia, anxiety, depression, urticaria, acne, migraine, tooth disorder, dysmenorrhoea, weight decreased and alopecia outcome was unknown. The reporter considered abdominal distension, acne, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, menorrhagia, migraine, mood swings, tooth disorder, urticaria, vaginal haemorrhage and weight decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: plaintiff fact sheet received. Event injury nos was replaced by the new events: hormonal changes describe: bloating & mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, anxiety, depression, rashes or skin conditions type: hives & acne breakouts, migraines / headaches, dental problems, dysmenorrhea (cramping), weight gain / loss specify which one: weight loss, hair loss, did you undergo an essure confirmation test: no. Case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.